Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4). H3: catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 5000mcg/ml at 580.6mcg/day. It was reported that the patient went to the operating room (or) with swelling in his pump pocket, which was located on his back just adjacent to the spine. The patient stated that he was having increased pain and swelling in the area and surgical intervention occurred on (B)(6) 2026. The patient was positioned prone, since the pump was located on the left flank of his back and prepped and draped. The doctor started in the spinal pocket first, just to verify if the anchor had come dislodged or what was going on. He discovered upon investigation that the 8781 spinal segment had in fact severed/ruptured just distal to the anchor and was leaking cerebrospinal fluid (csf) into the pump pocket, which explained the swelling going on in the pocket. He then removed the catheter that was visible outside of the spine and stitched the old catheter closed so no csf would leak out and then proceeded to implant a new 8781. Fluoroscopy-guided catheter placement was used to implant a new catheter, along with confirming csf was coming out of the end of the catheter. The old pump segment was also removed from the pump and replaced with the new 8781 pump segment. Measurements were taken of the new pump and input into the programmer so a prime bolus could be performed. The doctor also decreased the patient's daily infusion rates to ensure the patient did not overdose or have any reactions to medications even though nothing was changed about the medication. It was unknown if there were any environmental, external, or patient factors at the time of the event. The issue was resolved.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.